Manufacturer narrative:
It was reported that the controller was overheating. The controller, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20c (-4f) or greater than 50c (122f) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). This issue has the potential to cause death or serious injury. Overheating may lead to burns or damage to the skin if it comes in direct contact. It may also lead to failure of the controller to work as intended leading to pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller felt very hot in the middle of the night. The patient was able switch to his/her backup controller without issues. The affected controller was exchanged without any reported patient consequences. No further information was provided.